Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using an infusion set and resolved the issue only after changing supplies; blood glucose was not affected and an overnight replacement order was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy after supply replacement without escalation of care. Investigation included customer interview and troubleshooting education. Investigation of this case revealed that the device signaled an occlusion consistent with interrupted insulin delivery at the infusion set, and the alert resolved following infusion set change, indicating a transient obstruction at the disposable component. It was concluded, based on previously established findings for similar reports, that the cause was an infusion site or set-related occlusion.